Manufacturer narrative:
Three lenses were returned. One of the lenses returned was evaluated and the results of the testing performed were all within specification. The other two lenses were received stuck together and were unable to be separated or evaluated. A review of the lot device history records is in progress. Medical documentation from the doctor was not provided. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Consumer reported experiencing blurred vision and redness in left eye after wearing lens for one day. Consumer reported that the lens did not feel right and was too thick. When consumer began to experience pain, discomfort, and irritation the consumer visited a local emergency room. Medical information obtained from emergency room relevant to this event indicates patient was diagnosed with a corneal abrasion in their left eye, which the doctor attributed to the contact lens. Additional medical information has been requested but has not been provided. Consumer reports to have been prescribed tobramycin to be used three times per day in left eye for 5 days. Consumer reports that pain ceased once lens was removed. Consumer reports to have followed up with their ophthalmologist four days later and to have been informed that eye was completely recovered. Medical information from ophthalmologist has also been requested but not provided.

Manufacturer narrative:
As previously reported, three lenses were returned. One of the lenses returned was evaluated and the results of the testing performed were all within specification. The other two lenses were received stuck together and were unable to be separated or evaluated. Relevant to the two lenses received stuck together: one lens was found to have marking, l4, and was determined to be associated with the complaint lot. The second lens was found to have marking, l2. It was determined through a review of the lot device history records that l4 was manufactured approximately 20 hours prior to the next lot (whose lens identifier was l2). Though the lot device history records do not indicate that a mix occurred, it is possible that because these two lots (with the aforementioned lens identifiers) were manufactured on the same production line that an incomplete line clearance may have occurred. Medical documentation from the doctor has still not been provided. Based on available information, no causal factors can be determined and no conclusion can be drawn.